Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted; therefore, no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a type 3b endoleak with stent cage dilation of the main body (bifurcated stent graft). The most likely cause of the 3b endoleak for was user related due to the possible over dilation at time of implant. The final patient status was reported to be doing well post-secondary procedure. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
At the completion of the clinical assessment on (B)(6) 2018, for a "pervious" report event (2031527-2018-00686), clinical was able to find substantial evidence to support the following additional findings of a type 3b endoleak with stent cage dilation of the bifurcated stent graft. The report is for the bifurcated stent graft only.